Event description:
Taxol 225 mg in 100 ml d5w was being administered to pt via pump utilizing this pump set. A split was noted in the latex connection between the upper tubing and the hard plastic pump insert. Approx 40 to 50 ml of fluid leaked from tubing. IV was initiated on pt at 1330 on 10/26/94 and was running without incident until 10 am 10/27/94. Pt had gone to restroom and noticed fluid leaking from tubing. Nursing was called; spill was contained. Tubing has been returned to MFR.